Event description:
Event: unresolved superior type I endoleak. Case details: graft implanted inside preexisting tube graft to extend covered area of aorta. A silent type I endoleak was detected post implant and was not resolved with an add'l stent. It was believed that the endoleak might seal properly after reduction of anticoagulation therapy. No add'l info was available as of this report.